Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 3 failed to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed to open. The field service engineer (fse) replaced retractor cable of drawer 3 to restore connectivity. After rebooting the unit, the drawer was detected successfully. A hardware test application self-test was performed, and proper operation of the entire unit was verified. The system functioned as intended after the field service engineer repaired the device.